Event description:
It was reported that during a procedure, a plate was over expanded and came apart. The plate was taken out and replaced. There was a reported delay of 4/5 minutes. The procedure was completed successfully and there are no reports of adverse consequences.

Event description:
It was reported that during a procedure, a plate was over expanded and came apart. The plate was taken out and replaced. There was a reported delay of 4/5 minutes. The procedure was completed successfully and there are no reports of adverse consequences.

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, complaint history review, risk assessment. Result: the reported event of plate fracture was not confirmed. The plate was able to be reassembled without issue, no visual anomalies were identified on a plate. Manufacturing records for this product were reviewed and no anomalies were found. Conclusion: the failure mode was not confirmed as no issue was identified with the returned plate. It was reported that the plate was over expanded and came apart. This may have been caused by user applying too much force on instrument or implant incorrectly aligned with instrument, causing additional stress.